Event description:
Failure of call light system when pressed for team ob/neonatal code did not alarm from room or overhead. The tones are very similar and have been tested and educated on. There is very little difference in the tones as well as the sound very similar to critical alerts of telemetry monitors and alaris pump alarms in labor and delivery and emergency department locations.